Manufacturer narrative:
Device was evaluated and the evaluation was attached to supplemental regulatory report #2. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 97791, serial#: unknown, product type: accessory. Product ID: 97791, serial#: unknown, product type: accessory. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-oct-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-oct-2020, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported the leads weren¿t high enough and it was of no use. The system was explanted. No further complications were reported.

Manufacturer narrative:
Product ID# 97714, sn: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to an overdischarge. Product ID# 977a260, sn: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Product ID# 977a260, sn: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Additional review indicated conclusion code, results code, and method code is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the whole system was explanted in "(B)(6) 2017" because it was not functioning "due to actual implantation." No further complications were reported.